Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch verio iq meter was displaying powering off during use. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call in (B)(6) 2013. The patient claimed the alleged issue began on an unknown date sometime in (B)(6) 2013. She reported attempting to test with the subject meter and power off during use. The patient manages her diabetes with a mealtime insulin ¿r¿ at breakfast and at lunch and stated she ate something sweet prior to taking her mealtime insulin to correct for any lows she might get. The patient denied developing any symptoms of high or low blood glucose and did not receive any medical intervention due to the alleged issue. No other device was used for testing. The patient did not have the subject meter with her at the time of the call. The meter was not being used for the first time. It is not known whether the meter was charged at the time of use. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The patient denied developing symptoms or receiving any form of medical intervention as a result of the alleged issue.